Event description:
It was reported that a malfunction occurred. The customer's blood glucose level was 16.6 mmol/l, which is within normal range and did not exceed 500 mg/dl. Cts provided information to reset the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise again.